Event description:
Additional information received reported that the refill date did not update after patient's most recent refill. It was noted that this has been occurring over the last few months after patient's refills. It was noted that the manufacturer representative had to help the patient with the personal therapy manager over the past four refills. It was noted that the patient took the personal therapy manager with her to her appointment but the healthcare provider did not know how to decouple. The personal therapy manager was decoupled on the date of this report. Decouple of the personal therapy manager resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# concomitant medical products, product type: programmer, patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted:(B)(6) 2011, product type: catheter. Product ID: 8711, lot# n107096017, implanted: (B)(6) 2009, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the personal therapy manager (ptm) had the wrong date on it. It stated the medication in the pump would run out on (B)(6) 2014. It was noted that the patient just had it refilled. It was noted that it had stated this date for the last 2 months or longer. It was noted that the healthcare provider tried to change the date but was not able to. The pump system was delivering dilaudid and baclofen.